Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that multiple altitude alarms occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range and alarms could not be cleared. The customer's blood glucose level was 239 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.